Manufacturer narrative:
Additional information: g3, g6, h2, h6, h10 an event of complete atrioventricular block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. It was reported there was no calcification beneath the aortic annular plane in the interventricular septum. The final implant depth of the navitor valve was 3-4mm. Based on the information reviewed, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6)2023, a 27mm navitor valve was implanted in a patient with a large navitor loading system and a large flexnav delivery system. It was reported there was no calcification beneath the aortic annular plane in the interventricular septum. The final implant depth of the navitor valve was 3-4mm on both sides. Some time after implant procedure, the patient experienced complete atrioventricular block. A decision was made to implant a permanent pacemaker in the patient. The patient did not have a prolonged hospital stay and their status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was implanted in a patient with a large navitor loading system and a large flexnav delivery system. It was reported there was no calcification beneath the aortic annular plane in the interventricular septum. The final implant depth of the navitor valve was 3-4mm on both sides. Some time after implant procedure, the patient experienced complete atrioventricular block. A decision was made to implant a permanent pacemaker in the patient. The patient did not have a prolonged hospital stay and their status was reported as stable.